Event description:
Pt entered emergency dept in full cardiac arrest. Pt was successfully resuscitated. Following transfer to ccu, pt went into ventricular fibrillation. Defibrillation was attempted with suspect device. Five times unit would not charge but would not discharge. Another defibrillator was used but resuscitation was unsuccessful. Eval on-site immediately after incident revealed that defibrillator intermittently failed to discharge. Paddle connector was found to be loose; not fully screwed tight. Complete analysis of the device by hosp biomed engineering staff and co service engineer revealed no device problem. Indications can be reproduced, however, by loosening paddle connector.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-mar-93. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.